Event description:
Requested programming recommendations for t wave over-sensing (twos) post v sense. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).